Event description:
Awakened at night to electrical shocks occurring every few seconds. 911 called, arrived at hospital after about 15 minutes travel. Constantly recharging and cycling shocks till technician arrived to turn defibrillator off. Such magnitude shocks are capable of stopping heart as an electrical shock paralyzes nervous system. I still wake up at night from a dream of receiving shocks. Dates of use: (B)(6) 2007 -- (B)(6) 2009. Diagnosis or reason for use: unstable heart beat. Event abated after use stopped or dose reduced: yes.